Manufacturer narrative:
Consumer has not responded to contact attempts. On (B)(6) 2015, consumer stated that the brush head was no longer available to be returned. Consumer thinks the front section of bristles were too stiff for her. She didn't notice anything unusual with the head itself. She didn't go to the dentist because of the (B)(4), but she wanted to make sure everything was healed properly. The dentist gave tips on how to treat the cut, but she doesn't remember any specific diagnosis. Consumer was sent sensitive brush heads. Consumer stated that the sensitive brush heads have been working great. Consumer is satisfied using the (B)(4).

Event description:
On (B)(6) 2015, consumer claims she "got cut in mouth with the e series brush head and went to the dentist."

Manufacturer narrative:
Consumer has not responded to contact attempts.

Event description:
On (B)(6) 2015 - consumer claims she "got cut in mouth with the e series brush head and went to the dentist."